Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped due to non-sustained v oversensing. The patient was in stable condition post-procedure.